Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with at least 1000 bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes, the tubes were underfilled by about 15-20%. There was no report of patient impact. This is the 2nd of 2 reports. The following information was provided by the initial reporter: underfilled tubes. When did the incident occur? During use. They told that almost all tubes underfilled about 15-20%. Almost all tubes underfilled so the quantity can be much more that 1000 units.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 20 retention samples of each lot from bd inventory were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill.bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with at least 1000 bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tubes the tubes were underfilled by about 15-20%. There was no report of patient impact. This is the 2nd of 2 reports. The following information was provided by the initial reporter: underfilled tubes when did the incident occur? During use they told that almost all tubes underfilled about 15-20%. Almost all tubes underfilled so the quantity can be much more that 1000 units.